Event description:
Add'l info rec'd from MFR on 10/11/2001: rptr has no idea, of course, which substance has caused their problem since their hernia surgery, as drs have done no chemical tests of blood in spite of the strong chemical smell in rptr's urine. Rptr still has blurred vision, is very weak and faint, with burning sensations in left side of head and around heart. Rptr believes their vagus nerve and autonomic nervous system may have been affected. Rptr has also discovered they are not an isolated case. Something in these products that are being used needs a careful investigation.

Event description:
Rptr's condition has not improved since their hernia surgery with marlex mesh and mersilene (and chronic) sutures. Some of the symptoms have worsened, including the blurred vision. Chemical smell in urine etc, and in skin and clothing and a strange taste in saliva. Rptr's heart rate and blood pressure are erratic, way up or way down. They were in excellent health prior to this. Rptr has since found there are others having similar symptoms after hernia surgery. One person has died, and rptr's family member is in terrible shape with above symptoms culminating in strokes. Drs are refusing to remove the mesh because they have no clinical data to support it. The mesh and sutures are supposed to be inert, but there are no blood tests available to show if there are some unstable products out there. Rptr doesn't believe this problem is being reported often, either by the drs or the pt. The pt is often too ill, and many drs are refusing to believe the symptoms. Rptr feels it's time for the FDA to do some investigating and not leave it up to the MFR of the products. Rptr would be gald to have FDA order theirs removed for testing in spite of the risk of nerve damage etc that drs are quick to tell them about. Rptr believes there is something in hte blood that is affecting the autonomic nerves, as they also feel very faint, as well as above symptoms.

Event description:
Add'l info rec'd from MFR 8/16/02: the catalog number of the device listed in the medical device report is 0112650. The mfg lot number of the device listed in the medical device report is 43lkd163. This device does not have a serial number. Since to the best of MFR's knowledge, the device listed in the report remains implanted in the pt they have not been able to obtain the product and perform any failure analysis or lab testing. Although MFR could not evaluate the actual device listed in the report they did review the complaint history for the involved lot and found no similar complaints for this lot. MFR also reviewed the device lot history record and found no deviations from the normal mfg processes and sterilization processes. The reports received under the voluntary FDA medwatch product problem reporting program and forwarded to davol, inc indicate that the device listed in the reports remains implaned.

Event description:
Rptr had inguinal hernia repair at hosp. Within one week, developed visual disturbances and severe weakness. The following month, became dizzy and felt a "constriction" in right wrist, which led to complaints of pain and burning. To date, still has a "strange chemical smell" in urine and feces and a "chemical taste" in mouth. Same chemical smell also noted in sweat and on clothing. Two to three months later developed neuropathy with burning/tingling to back, up to head with low grade fever, and down to legs and ankles. Rptr had been seen in ER and admitted overnight once for evaluation of symptoms. Rptr concerned that mesh and/or suture materials were absorbed into bloodstream and is requesting to find out if any such devices had been recalled.